Event description:
It was reported that during a lap sigma procedure, the tissue pad was loose. Take new instrument. No further information is available. There was no adverse patient consequence.

Manufacturer narrative:
Information anticipated, but unavailable at this time.